Event description:
I began having rashes, systemic yeast, food intolerances, weight gain, fatigue, brain fog, hair loss and other autoimmune symptoms less than two years after getting mentor smooth saline implants.